Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 24 weeks post initial right total shoulder arthroplasty (tsa), a revision was performed due to a dislocating feeling in the shoulder. The stem was found to be loose. A new stem, expanded glenosphere and built up tray and liner were implanted with no issue. No further information was available.

Manufacturer narrative:
H6: corrected health effect, component, and investigation clinical codes.